Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the battery cover could not be taken off. There was no indication that the product caused or contributed to an adverse event.